Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("cramps /abdominal pain") and genital haemorrhage ("lot of bleeding") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pyrexia ("fever") and discomfort ("discomfort as if she was pregnant"). Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, pyrexia and discomfort outcome was unknown. The reporter considered abdominal pain, discomfort, genital haemorrhage and pyrexia to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.